Manufacturer narrative:
(B) (4). An instructions for use (IFU) is provided with this device, which instructs the clinician to perform inspections of the catheter and connections regularly. The complaint device was not returned. However, based on the info provided, it is likely that the catheter was exposed to excessive force, but without examination of the device, confirmation of this scenario is not possible. We will continue to monitor for similar complaints.

Event description:
A (B) (6), male, pt, who was experiencing right pneumothorax had a chest tube placement on (B) (6) 2010. Approx 9 hours post-placement, the catheter was found to have kinked. The following exam by the physician found the hub of the catheter to be disconnected from the catheter tube as well. The pt required an interventional radiology procedure to have the catheter removed from the mid-to-upper right pleural space. Update received on 02/19/2009: the device was placed at 11:30 am on (B) (6) 2010. The pt experienced relief right away. Upon the next exam later in the day, the pt looked to be improving. The pt complained of swelling in his penis/scrotum and then in his chest. At 9:35 pm, he was assessed and the physician found that the catheter had kinked and the hub had been disconnected from the catheter. It was removed in interventional radiology with a guidewire and there were no problems. The pt has been released but is still receiving some treatments due to physical conditions. The pt does suffer from copd and did have a thoracotomy during his hospital stay, but it was not as a result of our product malfunction. The pt has been released but is still receiving some treatments due to physical conditions.